Manufacturer narrative:
The complaint of a damaged septum was confirmed; however, the root cause could not be determined. Two photographs of a q-syte connector were provided for investigation. A portion of the top disc of the septum had separated from the rim of the top body and was pushed within the opening of the top body. Adhesive was observed between the top disc and the top body, which indicates that the device was properly assembled. The damage likely occurred after the device was assembled; however, the root cause could not be determined. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
(B)(6) 2025, 9:07 am patient was admitted for acute-on-chronic liver failure. Following admission, the hepatology nursing unit administered antiviral therapy, hepatoprotective agents, jaundice-relieving treatments, and hepatocyte regeneration promotion. The patient required replacement of the septum on the needleless injection cap for the central venous catheter infusion. On (B)(6) 2025, at 8:30 am, nurse replaced the patient's septum-type needleless injection cap. During flushing, she discovered partial detachment of the septum (fluid leakage was detected at the connector joint during test flushing; upon disassembly, partial loosening of the septum was found to cause leakage). Continued use could lead to medication leakage and infection. Upon discovery, the device was immediately discontinued and replaced with a new needleless injection cap with a barrier septum. Normal operation was restored, and the adverse event was reported.